Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the deterioration. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that there was possibility that this phenomenon was attributed to mechanical stress such as friction, or chemical stress such as chemicals not recommended by the instruction manual. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off more than 1mm2 during the incoming inspection for the repair of the subject device at olympus service operation repair center (sorc). The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.